Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When came time to use robot for acetabular cup impaction surgeon felt robot was pushing him off target inclination and version set for cup. Went back into plan assured registration was still valid. Surgeon felt uncomfortable and decided to use standard manual impactor for acetabular implant.

Manufacturer narrative:
Reported event: an event regarding cup position discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 11 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When came time to use robot for acetabular cup impaction surgeon felt robot was pushing him off target inclination and version set for cup. Went back into plan assured registration was still valid. Surgeon felt uncomfortable and decided to use standard manual impactor for acetabular implant.